Event description:
Patient experienced pain when rolling over in his sleep. Radiographically, the tibia looked to be loose and on opening the joint, the femur was found to be well fixed. No wear or debris was evident. Tibia appeared somewhat loose. All components were revised.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases against the provided product/lot code combinations found no other reports. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Added: manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-ray images were reviewed by cpd from an engineering perspective. Patient¿s right knee was revised 2 years after primary implantation to address pain and radiographic indications of tibial component loosening. Any indications of possible tibial loosening are minimal. There are small areas of decreased radiographic density on the extreme medial and lateral ends of the bone/implant interface visible in the a-p view. The cone of the tibial tray appears to be well fixed with no signs of movement. The root causes of the patient¿s reported pain or loosening could not be determined from the provided x-ray images. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.